Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the return electrode was not available for an evaluation). A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported information, it appears that the necrosis was caused by insufficient contact of the return electrode. That is, the surface contact was not sufficient to disperse the hf current which led to the necrosis. However, no conclusive determination could be made. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during an intraoperative procedure to implant an implantable cardioverter-defibrillator (ICD) with the electrosurgical unit (esu/generator). After the procedure, a necrosis was found below the single surface return electrode (note: placement was on the thigh. No further information was provided with regards to return electrode.). The affected area was treated with an ointment. Note: the esu is a similar unit that was distributed in the u.s. The generator distributed by our parent company ((B)(4)) to a (B)(6) hospital.